Manufacturer narrative:
This report is being submitted to correct field e1: initial reporter country.

Event description:
It was reported that this implantable lead which is designed for right atrial (ra) or right ventricular (rv) placement had been placed in the left ventricle (lv) inadvertently. The patient with this lead subsequently experienced a stroke. The stroke could not be conclusively linked to this lead placement and was also potentially related to atrial fibrillation (af) while not on anti-coagulation medication. This lead was explanted and a lead was placed in the rv. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable lead which is designed for right atrial (ra) or right ventricular (rv) placement had been placed in the left ventricle (lv) inadvertently. The patient with this lead subsequently experienced a stroke. The stroke could not be conclusively linked to this lead placement and was also potentially related to atrial fibrillation (af) while not on anti-coagulation medication. This lead was explanted and a lead was placed in the rv. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was cracked/torn polyurethane insulation at approx. 80 mm from the terminal end. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to patient blood chemistry. The degradation then led to the observed cracking. However, this damage is not considered to be the root cause of the reported allegations, which could not be confirmed by laboratory testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was cracked/torn polyurethane insulation at approx. 80 mm from the terminal end. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to patient blood chemistry. The degradation then led to the observed cracking. However, this damage is not considered to be the cause of the electrical allegations because inner insulation (etfe coating) is still intact on the conductors. This report is being submitted to correct field e1: initial reporter country.

Event description:
It was reported that this implantable lead which is designed for right atrial (ra) or right ventricular (rv) placement had been placed in the left ventricle (lv) inadvertently. The patient with this lead subsequently experienced a stroke. The stroke could not be conclusively linked to this lead placement and was also potentially related to atrial fibrillation (af) while not on anti-coagulation medication. This lead was explanted and a lead was placed in the rv. No additional adverse patient effects were reported.